Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava coil of the lead was fractured and had high impedance. The lead was capped and replaced. Several years later, the physician decided to extract the lead and during extraction, the lead broke at the clavicle upon manipulation. The physician stated that the lead had endured a clavicle crush fracture. The lead was partially removed at the clavicle with the rest remaining in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.